Event description:
A us distributor contacted zoll to report that a patient developed a swollen, itchy, burning rash with bumps and welts on their upper back and neck. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone 0.5 % cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.